Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the top layer of screen was peeled off, buttons were unresponsive, diminished battery life and the insulin pump was making loud grinding noises during rewinding. The insulin pump will not be returned for analysis.